Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a stabilization procedure at t8-t9 right thoracoscopic fusion surgery using rhbmp-2/acs with a zimmer/spine tech bak cage. It was reported that in (B)(6) 2006, the patient was subsequently diagnosed as having osteophyte formation (bone growth) on the right side of t8-t9. This osteophyte caused the patient persistent pain, balance issues, and partial paralysis. The patient has required extensive medical treatment and additional surgeries on or about (B)(6) 2006 and (B)(6) 2007 to remove osteophytes. Reportedly, the patient has never recovered from her surgery involving rhbmp-2/acs, and she continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.